Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and pieces were falling off. The customer stated the rubber ring around the reservoir was detached and the reservoir did not stay in place. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, missing end cap sticker and cracked lcd window.